Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Recorded episodes of rv oversensing were seen. Lead damage is suspected but not confirmed. No action is being taken at this time.

Manufacturer narrative:
The field report of ¿over-sensing¿ was not confirmed. As received, a partial lead was returned in three pieces. Damages found on these pieces were consistent with those occurring at time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Recorded episodes of rv oversensing were seen. Lead damage is suspected but not confirmed. Information regarding how the issue was resolved beyond lead explant was not provided.

Manufacturer narrative:
Evaluation summary: no additional conclusion code available. Upon analysis, oversensing was not confirmed. As received, a partial lead was returned in three segments. Damages found on these pieces were consistent with those occurring at time of explant were observed. Electrical testing did not find any indication of conductor fractures or internal shorts. Two internal insulation abrasions breaching rv and re cable lumens were found on the middle segment distal to svc shock coil. Three internal insulation abrasions breaching rv and re cables lumens were found on distal segment under rv shock coil. The etfe coatings were intact in the abrasion regions.